Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red and itchy rash under the back therapy electrodes of the lifevest. The patient's doctor authorized return of the device because the patient's heart was getting stronger and recommended that the patient keep using unscented lotion on the irritation.